Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was stated that the patient said they had the device taken out because they needed an MRI. No further complications noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they were undergoing a new evaluation as the device they had now stopped working when they got in a car accident. No symptoms were reported. No further complications were reported.